Event description:
The customer reported the ventilator is giving high o2 supply pressure alarm message. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer did not provide, reporting the information is confidential.